Event description:
During follow-up, noise leading to oversensing and the inhibition of pacing was observed on the device. The device was reprogrammed to resolve the event. The patient was stable and no adverse consequences were reported. Additional information was requested but was not available.

Event description:
During follow-up, noise leading to oversensing and the inhibition of pacing was observed on the device. A defibrillation threshold test was performed and the device was reprogrammed to resolve the event. The patient was stable and no adverse consequences were reported.